Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent on (B)(6) 2024. Event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level at time of event was noticed 350mg/dl and patient resolved it by taking control iq adjusted insulin with a autocorrection bolus. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.